Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the display controller board to fix the reported issue. The fse completed all functional and safety tests per factory specifications, and returned the iabp to the customer cleared for clinical use. The full name of the initial reporter is (B)(6) the first name has been abbreviated due to the field character limit.

Event description:
Customer reported that prior to use on a patient, the screen of the intra-aortic balloon pump (iabp) would not work and was dark with lines across it. No adverse event was reported.